Event description:
It is reported that: patient reports that she needs revision surgery due to two tumors. Patient states that she cannot raise her leg fully and has difficulty running. Patient has pain on and off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.